Event description:
(B)(6) received a report stating, " a feeding tube was placed in (B)(6) and a part of the dilator was noted in the stomach. Dr.(B)(6) stated a part of the dilator had to be removed surgically on (B)(6) 2010. It was not noted if the piece of the dilator that was removed was red or gray." (B)(6) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(6) complaint database and identified as record (B)(6).

Manufacturer narrative:
We were unable to review the device history record as no lot number was provided. No sample was returned to (B)(6) for evaluation. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned by customer to (B)(6).